Event description:
It was reported that approximately 16 weeks following a generator change, the patient presented to the hospital with purulent discharge and drainage coming from the pocket incision. The entire system from the left side was removed due to possible infection and wound dehiscence. A new system was implanted on the right side as the patient is dependent. No further patient complications have been reported as a result of this event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).